Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months after implant a lead integrity alert (lia) had triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and elevated sensing integrity counter (sic). It was noted that the physician believes the sensing of a very fast fine ventricular fibrillation (vf) is what triggered the alert. The physician also indicated that the patient¿s electrolytes are ¿off¿ and the patient is very sick and that this contributed as well. The rv lead remains in use. No patient complications have been reported as a result of this event.